Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during follow-up the device was found in back-up mode. A successful download was performed. A subsequent follow-up, prior to a non-device related surgery, found the device had returned to the back-up mode. Subsequently, the device was replaced.